Manufacturer narrative:
A ge service rep performed an on-site investigation. The sram and batteries for the sram and workstation were replaced. The system was found to be operating as intended.

Event description:
The customer reports that the 9600 system will not boot up. No pt injury was reported.